Manufacturer narrative:
The device was received for evaluation. A review of event history log revealed multiple monitor motor stall (system error 20602, non-halting) errors. During functional testing, monitor motor stall was not reproduced during flow rate testing; the reported flow rate issue was not reproduced. However, further review discovered fluid within the shuttle covers. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Fluid ingress was verified. The lvp mechanism requires replacement to address the fluid ingress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump may have infused at a rate other than programmed. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.